Event description:
The physician opened a wilson-cook quicksilver bipolar coagulation probe for a cautery procedure. Upon opening the package it was noted that the tip was missing from the bipolar probe. The initial report indicated this was noticed during system preparation. The device did not make pt contact.